Event description:
Caller reported that cartridges were not delivering insulin properly, although no alerts or alarms were triggered and there was no apparent leaking or visible damage. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and successfully resumed insulin delivery. The customer also requested replacement supplies, and no further assistance was required.